Event description:
Watchman flx CT study. It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 27.0 mm. There were no patient complications that were reported to have occurred. The following day, the patient was discharged on aspirin (75mg). Fifty-four (54) days post procedure the patient came in for their follow up imaging procedure. The computed tomography (CT) imaging showed that there was a peri-device gap of 8mm. Transesophageal echocardiogram (tee) showed that there was a 3mm device leak. Three (3) months post procedure the patient came in for their follow up imaging procedure. The imaging showed no changes. The CT images showed an 8mm device leak. The tee images showed a 3mm device leak. One year post procedure the patient came in for their follow up imaging procedure. The imaging showed that there was no device leak present.